Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the device had a damaged paddle tray. There was reportedly no patient involvement. Philips field service engineer (fse) evaluated the device onsite and confirmed that the paddle tray was damaged. The paddle tray was replaced to resolve the issue. The device passed all performance assurance tests. No further action is warranted at this time.

Event description:
It was reported to philips that the thread of paddle tray is damaged. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.